Event description:
It was reported that the patient's device showed high impedance upon interrogation by the physician. The patient reported not feeling like the vns was working indicating the patient wasn't feeling stimulation. The patient's device was programmed off and was referred for a revision surgery to address the high impedance. No surgical intervention is known to have occurred to date. No additional information has been received to date.

Event description:
Additional information was received the patient's generator and lead were replaced due to a prophylactic replacement and high impedance, respectively. The explanting facility historically does not return explanted products so product return is not expected.